Manufacturer narrative:
Correction: this correction MDR, is to address inaccurate and missing information reported in the initial submission for the following sections: section d1: brand name: was reported as unknown, and should have been tecnis iol; section d2: common device name: was reported as unknown, and should have been intraocular lens; section h6: method: was left blank, and should have been 4118; section h6: results: was left blank, and should have been 3233. No further investigation was conducted, due to limited information received from the customer. Product testing cannot be performed. Based on the investigation, no product deficiency could be determined. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Breakdown of 1 events is as follows: haptic damaged. Serial number of the suspect product: unknown 1. Zero investigations were completed, and 1 investigation is pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.